Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389s-28, lot # va0etuj, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-28, lot # va0etuj, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Event description:
Additional information received reported that there was 50% or greater symptom reduction. The cause of the event was determined, but was not device related. The patient was having freezing episodes and had difficulty using the patient programmer to make an adjustment. The patient was able to make an adjustment after calling the manufacturer for detailed instructions. Reprogramming was not needed and no interventions or other actions were taken. The patient recovered without permanent impairment.

Event description:
It was reported that the therapy was ¿messing the patient¿s body up.¿ the patient was ¿shuffling¿ and she felt like she was ¿floating.¿ the symptoms came on gradually starting ¿about three weeks ago.¿ it was later reported that the patient was freezing. The freezing had been going on for the past two to three weeks and was a sudden change. The patient did not have freezing prior to implant. The patient had not fallen or had any traumas. The patient tried using the programmer on the day of the report and was unable to adjust stimulation. The programmer displayed a ¿call you doctor¿ icon and an out of regulation (oor) condition. However, the patient did see ¿on and ok¿ on the programmer. The following day the patient used the programmer and saw a picture of a doctor, but was not seeing a code with it. It was discovered that the patient was seeing the poor communication screen. Then the patient turned the programmer off and back on and tried to sync, but saw ¿the synchronize patient programmer and neurostimulator screen.¿ the patient pressed the check mark and saw the ¿position antenna information screen.¿ the patient tried without the antenna and saw the same screen. Changing the batteries led to the patient seeing another oor condition with the antenna. Five days later the patient wanted help to check her settings as her freezing had continued. The left implantable neurostimulator (ins) was on the correct setting, but the right ins displayed an oor condition. The patient had called her healthcare provider (hcp), but no one answered. The cause of the oor had not been determined and there was no final patient intervention or outcome, so additional information was requested. If additional information is received a supplemental report will be submitted.